Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 170mg/dl. System check was performed and the pump performed as intended. No damage was noted to the cannula. The customer stated that the infusion set site was placed in an area that had stretched marks. Tandem technical support (cts) advised the customer to place their infusion set sites in areas that do not have stretch marks in order to avoid a possible site issue. Reportedly, the pump is worn against the customer's skin. Cts advised the customer to wear the pump in a case in order to avoid abrupt temperature changes to the pump. The customer acknowledged and placed the pump inside a case.